Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the biopsy channel and forceps passage leaking. It was also noted the distal sheath and adhesive installed are non-olympus parts. It was observed probe tip is broken, e buckles on the insertion tube, the channel is leaking and there are broken image elements, and the angulation is low. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope was leaking during reprocessing. There is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the leaking likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.